Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) evaluated the instrument and determined that the fitting between line #118 and line #180 was obstructed which blocked the vacuum to the valve. The fse performed repairs by replacing the fitting, and the system functioned properly without any signs of further leakage detected. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was fluid which had leaked on the tube caps of the cap piercer of the unicel dxc 600 pro synchron system. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.